Manufacturer narrative:
This case was initially received via regulatory authority reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2012, the patient experienced fatigue ("fatigue"), hypoaesthesia ("hypoesthesia of the face"), musculoskeletal pain ("muscle and joint pain") and vertigo ("vertigo"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the fatigue, hypoaesthesia, musculoskeletal pain and vertigo had resolved. The reporter provided no causality assessment for fatigue, hypoaesthesia, medical device removal, musculoskeletal pain and vertigo with essure. The reporter commented: the reported treatment for the events were rheumatology and otorhinolaryngology consultation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 23-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), hypoaesthesia ("hypoesthesia of the face"), musculoskeletal pain ("muscle and joint pain") and vertigo ("vertigo"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the fatigue, hypoaesthesia, musculoskeletal pain and vertigo had resolved. The reporter provided no causality assessment for fatigue, hypoaesthesia, medical device removal, musculoskeletal pain and vertigo with essure. The reporter commented: the reported treatment for the events were rheumatology and otorhinolaryngology consultation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.